Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a definitive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa). A 5.0x100mm absolute pro vascular self-expanding stent system (ses) was advanced to the lesion and deployment attempted. The thumb wheel was difficult to turn; however, the stent was successfully deployed. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information regarding this issue was provided.